Event description:
A customer contacted stryker to report that their device would not provide shock when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The electronic patient record was downloaded and reviewed, the issue could not be verified. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
A third party service agent performed an initial evaluation of the device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide shock when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.